Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 300 mg/dl to 400 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer allege insulin pump was under delivering. Customer was not using auto mode. Customer stated insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarms and they were able to rewind insulin pump. Customer was performed self test and it was passed and insulin pump successfully complete steps in displacement verification table. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.